Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. A 0° f liner and 28 +0 lfit femoral head were revised to another 0° f liner and 28 +4 lfit femoral head. Update: "old liner disassociated from the shell. We replaced it with a new liner and head. Hip was reduced and was stable again." Update: ¿constrained liner disassociated from the shell. However, 28mm metal inner head was still connected to the liner.¿